Event description:
Patient was receiving a heparin infusion that was delivered through an IV pump. The rate and amount of the infusion were programed into the pump. The infusion was programed at 11 cc/hr with the infusion total at 200 cc. The entire 200 cc of heparin were infused into the patient in less than 1 hour.